Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) came out before the visual indicator window change to black. When the device was removed from the patient, the indicator wire loop did not deploy or showing. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used as per the instructions for use (IFU). The vessel diameter is 5 mm or more, and there is no calcification, plaque, or stent in the proximal portion. The device was always stored in an air-conditioned cath room. The doctor has many experiences of using the device before. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A contralateral approach was made. The device was used with a short 6f non-cordis sheath. The device was used in an interventional procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was ¿good¿. The device will not be returned for analysis as it was discarded.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 6f exoseal vascular closure device (vcd) came out before the visual indicator window change to black-black. When the device was removed from the patient, the indicator wire loop did not deploy or showing. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used as per the instructions for use (IFU). The vessel diameter is 5 mm or more, and there is no calcification, plaque, or stent in the proximal portion. The device was always stored in an air-conditioned cath room. The doctor has many experiences of using the device before. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A contralateral approach was made. The device was used with a short 6f non-cordis sheath. The device was used in an interventional procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was ¿good¿. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18419970 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator wire deployment difficulty unable" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.